Manufacturer narrative:
(B)(4).

Event description:
A few months later the patient still had concerns regarding their device but was waiting for an appointment. The patient experienced a surging sensation following surgery in (B)(6) 2014. When the patient has the ins on, it moves up by itself. The patient would have it set at a certain amplitude, like four something and it would jump up to nine something which was obviously really painful. This started during the summer and the patient met with a company representative in (B)(6) 2014. During this meeting the settings were changed on the device when the patient sits, stands, and things like that. It seemed to steady it down a little bit but then it started happening again the first couple weeks of october. The stimulation was increasing totally on its own. Most of the time when the stimulation goes up to almost 9.75v, the patient was in a sitting position but also happens in other positions too. During the report the patient was sitting down but had the device turned off. The adaptive stimulation was enabled and was higher this past weekend. This weekend the patient could not feel stimulation until he went past 7.0v and had it set at about 7.2v. The patient had not notified his hcp yet. The patient was trying to see if a company representative could be at his next appointment on (B)(6) 2014. The patient has had too many bad experiences. The patient does fall a lot and had to have surgery at the t4-t5 level, they had to break his bones and insert rods and screws to stabilize his spine. At the time of that surgery, they had to move (reposition) the ins too. It was probably within 2-3 weeks after surgery that the patient noticed an issue with the stimulation because he did not use the stimulation until he went to rehab. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # n0030259, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # n0027983, implanted: (B)(6) 2005, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that the patient was having an overstimulation sensation and a problem with the transmitter for his implantable neurostimulator (ins). Without touching the patient programmer (pp), the stimulation would change from 2.5v to 6.5v, and he would suddenly feel the intensity shooting up. The stimulation would be on for a little while and then change. This started to happen about a week or two ago. When the patient uses the pp to turn off or adjust the stimulation because the stimulation is too high all of a sudden, the pp shows the ins at 6.5v. This would only happen with the lumbar implant but not the cervical implant. It was noted that the patient did not have adaptive stim setting. The patient was going to see his health care provider (hcp) next week. There was no fall or trauma reported. It was noted that the patient had spinal surgery fusion 3 weeks ago and hcp had to move the stimulator over. Additional information was requested but not available at the time of this report.